Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and that the pump usb port was loose and the pump battery could not be charged properly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 130 mg/dl.